Event description:
The device was not on a patient at the time. The respiratory therapist was getting a ventilator ready to set up for a patient the following day. She rolled it out of the clean utility room approximately 3 feet when a wheel snapped off. The ventilator fell over as the therapist attempted to stop it from falling and injured her back.======================manufacturer response for ventilator, engstrom (per site reporter).======================unknown at this time. The hospital's biomedical department has been repairing the wheels.